Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. The device did not meet acceptance criteria of evaluation process due to screen being shattered internally. The service technician was unable to complete pre-evaluation. There is no information what needs to be replaced to address the issues. No further investigation is required at this time. The device is not needed for inventory and was scrapped.